Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 18 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was, apart from the mentioned cut, free of injuries. The shock coils and ring electrode were found covered in fibrotic growth. Further analysis of the lead fragments did not reveal any irregularity that might have contributed to the reported oversensing in the ventricular channel. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the rv lead was explanted due to oversensing. Should additional information be received, this file will be updated.